Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that the customer was hospitalized due to high blood glucose, vomiting, and ketones. The reported blood glucose reading was 472 mg/dl. It was stated that the customer had changed the infusion set the day prior to the hospitalization. Troubleshooting was performed and the programming on the pump was correct and the insulin pump passed the prime test. The high pressure test was not performed because the customer did not have a tubing clamp. During troubleshooting, it was found that the batteries in the insulin pump have been lasting less than seven days.